Manufacturer narrative:
Potential root cause of the incident has not been confirmed at the moment. Complaint investigation is in-progress. Further information will be provided upon completion of the investigation.

Event description:
Tubing was detached from chamber.